Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: the noted that the tubes seem to have droplets of liquid in them. They contain liquid droplets on the walls or in some cases powder.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but one photo was provided for investigation. The photos were reviewed and the indicated failure mode for liquid in tubes with the incident lot was not observed. Evaluation of the photograph provided showed normal spray pattern on the tube¿s walls. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: the noted that the tubes seem to have droplets of liquid in them. They contain liquid droplets on the walls or in some cases powder.